Event description:
Rocap syringes sent to pt to flush line per protocol. Pt instructed to use blunt metal cannulas (supplied by MFR with syringes) to access injection cap. When syringe was removed from catheter, the cannula cored a hole in the injection cap. No leaking or other damage noted, new injection cap placed on line with no further incident.